Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The cause of the reported incident could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference: 2938836-2017-02431, 2938836-2017-02427, 2017865-2017-00344. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. During the procedure, evidence of endocarditis was noted near a lead so the entire system was explanted. The patient is stable.